Manufacturer narrative:
B5 - corrected to : "the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.0/2.50/008 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was removed and on the same day different surgery a replacement lens of shorter length was implanted due to excessive vault; elevated iop and unreactive fixed pupil. The replacement lens resolved the problem. Cause reported as device." In the initial MDR. Claim # (B)(4).

Manufacturer narrative:
Clinical code 4581: unreactive (fixed) pupil. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.0/2.50/005 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was removed and on the same day different surgery a replacement lens of shorter length was implanted due to excessive vault; elevated iop and unreactive fixed pupil. The replacement lens resolved the problem. Cause reported as device.